Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/22/2021 h.6. Investigation: bd received 2 samples and 1 photo from the customer in support of this investigation. A visual evaluation was conducted and revealed that one of the samples had the inner tube loose and the cap off and the other sample had the cap on the tube but no additive. The intact sample was draw tested with the weight being below the specification limit and no additive was in the tube. No issues were identified with the inner tube dislodging from the outer tube in the intact returned sample. The photo does show that the inner tube is out of the outer tube, it also appears that the shield is cocked to one side of the tube. There is no blood in the tube and clear liquid on the outside of the tube. The design of the tube is that additive is placed into the inner tube and not the outer tube, to have liquid on the surfaces surrounding the tube the shield/stopper must have been removed before the inner tube becoming displaced. Upon visual inspection of the photo, the inner tube appears to be the correct tube for the outer. Additionally, 10 retention tubes from the bd inventory were visually and functionally evaluated and, with no issues being identified. Bd was able to confirm the customer's failure mode from the photo and samples received; however, could not be duplicated in the testing of the other sample and the retention samples. The exact cause for the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h.10.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the inner tube separated. This event occurred 6 times. The following information was provided by the initial reporter and translated to english. The customer stated: "after opening the cap, the inner tube was pulled out and the anticoagulant reagent sprayed out of the tube."

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the inner tube separated. This event occurred 6 times. The following information was provided by the initial reporter and translated to english. The customer stated: "after opening the cap, the inner tube was pulled out and the anticoagulant reagent sprayed out of the tube."

Manufacturer narrative:
H6: investigation summary: bd received no samples and 1 photo that was returned by the customer in support of this complaint. Additionally, 10 retention samples were visually and functionally evaluated and then the shield/stopper assembly was removed and no issues were seen with the retention samples. Bd was able to confirm that the customer had an issue with the product from the photo returned; however, no samples were returned, and the issue could not be duplicated in the retention samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the inner tube separated. This event occurred 6 times. The following information was provided by the initial reporter and translated to english. The customer stated: "after opening the cap, the inner tube was pulled out and the anticoagulant reagent sprayed out of the tube."